Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus/basal delivery. Unable to confirm the motor position encoder error alarm due to an erased history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a missing end cap sticker, a corroded battery tube and minor scratches on the lcd window.

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was not reported. His/her insulin pump was a travel loaner. The customer was unable to complete the rewind sequence. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.